Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customers blood glucose was 486 mg/dl. Customer stated they had not used insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be return for analysis.